Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned back to stock with no reported allegations. Upon triage on (B)(6) 2017, the service technician found that the lcd was black on left of the screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states the lcd was black on left of the screen. Service found that the lcd has a tear. The lcd screen was replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.